Event description:
The customer used the device to check their blood glucose and obtained a result of 418 mg/dl. They dosed insulin and later felt bad. They retested at 422 mg/dl and then 355 mg/dl. Emts were called and checked thier glucose at 25 mg/dl. They were treated by the emts. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.